Manufacturer narrative:
B3: date of event is estimated. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient was experience low oxygen with their device on setting 2. As a result, the patient went to the emergency room and after troubleshooting the device to setting 3, the patient was able to receive oxygen again. The patient was not hospitalized and left the same day they visited the emergency room. Patient has asthma and congestive heart failure, and a stationary device at home. Patient is doing fine now with their same device.